Manufacturer narrative:
Batch review performed on 14 may 2021: lot 162518: (B)(4) items manufactured and released on 22-aug-2016. Expiration date: 2021-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the insert semiconstrained 17mm with a 23mm one 3 years and 5 months after primary to give the patient more stability. The surgery was completed successfully.